Event description:
It was reported by repair work order that the customer alleged that the unit would not raise up. However, the customer did not specify what component of the stretcher could not raise up. Stryker technician evaluated the unit and could not duplicate the issue. Manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be submitted.